Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-18. H.6. Investigation summary: bd received 3 samples and 3 photos from the customer in support of this complaint. The photos were evaluated and show that the cap/stopper assembly was attached at an angle due to a cocked stopper. The 3 samples were evaluated and revealed 2 samples with a cocked stopper and 1 decapped. Additionally, 100 retention samples from the bd inventory were visually inspected, and no cocked stoppers were found. Bd was able to confirm the customer¿s indicated failure mode of cocked stopper/ improper assembly with the samples and photos provided however, the issue was not observed in any of the retention samples. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes some do not have the cap and some corked are skewed. The following information was provided by the initial reporter. The customer stated: ¿some tubes do not have the cap to hit the tube and some are corked askew."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported when using the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes some do not have the cap and some corked are skewed. The following information was provided by the initial reporter. The customer stated: ¿some tubes do not have the cap to hit the tube and some are corked askew."